Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Postoperative diagnosis: patient underwent left knee replacement (B)(6) 2016. Patient underwent a right revision total knee arthroplasty (B)(6) 2017 without evidence of infection due to pain and discomfort. One component liner exchanged.